Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect user interface module (uim) is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect (uim) for evaluation.

Event description:
The customer reported requesting a replacement user interface module (uim) due to a failure on this avea ventilator. The customer reported no patient event associated with this event.